Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The sensor's cannula was bent in three different places. The customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 88 mg/dl. She inserted another sensor but the needle housing came out and the sensor stayed in the serter. The device was not returned.